Manufacturer narrative:
This report is based on information provided by philips account management personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an unidentified philips heartstart xl+ defibrillator/monitor, indicating that a new set of dp electrode pads could not be used because the gel was damaged when the pads package was opened. The dp pads (lot 250127-1802) were returned to philips for additional analysis. Photographs of the opened pads package and of the damaged pads gel were provided by a philips account manager. The complaint was escalated for technical complaint investigation and the results indicate that the pads were unused and some of the gel from the sternum pad had become detached and remained on the liner when the pad was removed. It was also noted that the liner the pad was removed from had been partially torn. Pads functioned to supply therapy as expected per design during product analysis. Based on the information available and the testing conducted, the cause of the gel peel has not been confirmed. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with replacement pads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, when the customer tried to use the heartstart dp pads, the gel had peeled off, and they were unable to use them. There was no reported patient impact or injury.